Event description:
It was reported that the calibration on the external pulse generator was off. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. Analysis did find that the upper and lower cases were broken and corroded, the ring cover, side bail covers, ring and side bails were missing, the output connectors were contaminated, the keyboard was scratched, the battery release, heart block and battery drawer were contaminated, the lead flex cover was corroded, the battery contacts were compressed, dented and contaminated.

Event description:
It was reported that the calibration on the external pulse generator was off. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.